Event description:
The customer received a blood glucose reading over 600mg/dl on the contour next, re-tested on a different meter and the reading was 125mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the customer declined to return the test strips for evaluation.a new meter was sent to him.